Event description:
It was reported to philips that the ECG plug does not seem to go in completely. During a leads off test (connecting ECG to defib simulator), when each ECG lead is removed the device is supposed to show dotted lines but it just shows flat lines. There was no patient involvement.

Manufacturer narrative:
.